Event description:
Customer inserted afterslit into simulator to perform computed tomography simulation. Green lights indicated proper installation. Afterslit on simulator fell off machine onto the floor when customer rotated the gantry. Connector pin on assembly was bent. Customer jiggled afterslit to install the assembly, resulting in a poor mechanical lock as evidenced by afterslit detaching when the gantry was rotated. Pin was straightened and repair kit was ordered. Customer was instructed in proper afterslit mounting.